Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. The reported issue occurred when the surgeon was in the inner cavities of the patient. When on bone, the system was reported to be accurate. Patient exams were observed to be to protocol but from (B)(6) 2017. The representative reported that the patient tracker had not moved. The representative reported that the imprecision was between 2-3 millimeters. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.